Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a box cut procedure on the knee, the blade broke at the mount. It was also reported that there were was a small delay to obtain a replacement blade and the procedure was completed successfully. It was further reported that the complainant was not aware of any adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a box cut procedure on the knee, the blade broke at the mount. It was also reported that there were was a small delay to obtain a replacement blade and the procedure was completed successfully. It was further reported that the complainant was not aware of any adverse consequences as a result of this event.